Event description:
During servicing of electrode belt sn (B)(4), which was returned for an unrelated non-conformance, the trunk cable connector was damaged and unable to connect to a test monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon receipt the trunk cable connector was damaged rendering the belt unable to connect to a monitor. The root cause for the damaged connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.